Event description:
After use of the device for cardiopulmonary bypass procedure, the user reported that all of the device lights turned yellow. The user closed and reopened the case and the device buttons were red. The computer was rebooted and the green lights appeared. The data was collected prior to this issue and there were no adverse consequences to the pt as a result of this event.

Manufacturer narrative:
Device not being returned.